Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment, and no visual indications of particulates were found within the cassette area. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler then passed the touch screen test. The cycler underwent and passed a voltage verification check, a system air leak test, a valve actuation test, and a teach pumps test. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler went blank during an unknown phase of treatment. They pressed the ok and stop keys and touched the screen, but the screen remained blank. This was an out-of-box issue as the patient¿s nurse helped set up the cycler just yesterday. The patient was able to start their first treatment, but when they woke up the screen was blank. They attempted to reboot the cycler twice and even unplugged it for a couple of minutes. The ts representative advised the caregiver to tap around the center of the screen. The caregiver did this and heard a beep, but the screen remained blank. Ts advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The caregiver was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. The caregiver confirmed the patient had continuous ambulatory peritoneal dialysis (capd) supplies and was trained on performing pd therapy without the cycler. They said the patient would use capd supplies to complete pd therapy manually. There was no indication that the event resulted in any patient injury or harm. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.